Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump which was being used as a sucker one pump was causing artifact on the ECG waveform (twice for every rotation). The user facility's biomedical engineer (biomed) looked for causes, but had found none. This had occurred on multiple surgeries, but only with this sucker pump. The field service representative (fsr) and biomed discussed possible causes. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.